Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The bending section cover had a cut and was leaking. Additionally, the inlet was loose on the s-connector side. The air/water inlet was loose and leaking. The forceps cover glue was peeling and the pink rubber on the probe unit had a minor gap, which did not affect function. Elements seventy and seventy-one on the ultrasound image were intermittent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a diagnostic endoscopic ultrasound (eus) procedure, the evis exera ii ultrasound gastrovideoscope had air/water leakage. There was a hole in it. The intended procedure was completed with the same device and no surgical delay. No other device was involved in the event. The device was inspected prior to use with no abnormalities. No patient harm reported. During the evaluation of the device, it was noted the forceps cover glue was peeling. This report is to capture the reportable malfunction of the peeling forceps cover glue noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 28-oct-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the forceps cover glue peeling likely could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply excessive force to the distal end of the endoscope or bend it. Instrument damage may occur. To prevent a water leak, do not apply excessive force when cleaning the endoscope." Olympus will continue to monitor field performance for this device.